Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message upon scanning the freestyle libre 2 sensor on the fourth day of wear. As a result, customer was unable to obtain scan readings or low/high glucose alarms and experienced symptoms of "sweating, hot and cold, didn't see anything," and lost consciousness. The customer was treated with water and sugar by his wife. There was no report of death or permanent injury associated with this event.